Event description:
It was reported patient underwent a total right hip arthroplasty in 1994. Subsequently, patient was revised in 2003 due to an unknown reason. The modular head and liner were removed and replaced. Patient underwent a second revision on (B)(6) 2013 due to the acetabular cup being improperly implanted. The acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-046702 / 046703).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 1994. Subsequently, patient was revised on (B)(6) 2004 due to wear of the polyethylene liner and pain. The modular head and liner were removed and replaced. Patient underwent a second revision on (B)(6) 2013 due to the acetabular cup being improperly implanted. The acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.